Event description:
The customer states that a patient questioned their architect anti-hbs assay result of 347.98 miu/ml as a false positive result. This patient had previously been tested as negative for anti-hbs. The present sample was retested and generated a result of 0.00 miu/ml (negative). Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An investigation is in process. A follow-up report will be submitted when the investigation is complete.